Manufacturer narrative:
B5 describe event or problem ¿ correction. H2 type of follow up ¿ correction. D2b - procode - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).